Event description:
It was reported that during procedure in the middle cerebral artery (mca), there was difficulty deploying the stent out of the microcatheter and the stent did not open distally. The stent was removed within the microcatheter as one unit. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and it was observed that the stent delivery wire (sdw) was found kinked and the stent deformed. This defect was most likely due to some procedural factors encountered during use which led to the reported issue. Therefore assignable cause of procedural factors will be assigned to reported issue.

Manufacturer narrative:
Subject device has not been returned.

Event description:
It was reported that during procedure in the middle cerebral artery (mca), there was difficulty deploying the stent out of the microcatheter and the stent did not open distally. The stent was removed within the microcatheter as one unit. There were no clinical consequences to the patient.